Manufacturer narrative:
Continuation of d10: product ID b3400060, serial# (B)(6), implanted: (B)(6) 2022, product type extension. Product ID b3400060m, serial# (B)(6), implanted: (B)(6) 2022, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2022; explant date brand name sensight; product ID b3400060m (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2022; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient that was scheduled for an elective replacement indicator (eri) routine battery change described that the device had "dropped" lower in the chest since implantation which was attributed in part to aging. The patient experienced discomfort and a "buzz" sensation at the extension connector site and expressed dislike for the sensation of the extension in the chest and neck. Pre-operative impedance testing was performed and results were within normal limits. The surgeon informed the patient that the location of the implantable pulse generator remained close to the original incision site, but the patient continued to report concerns. The surgeon indicated that any extension that appeared scarred down could be freed during the battery change procedure. The battery was replaced with no complications and issue was reported to be resolved.